Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced syncope and a chronic "sharp pain in the chest" and if they move the wrong way "get a stabbing pain". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.